Event description:
This report is being filed upon notification from our mr manufacturer to submit this incident that occurred. The pt had a mr procedure. The pt was scanned with the torso xl coil with their feet first into the magnet. The coil was positioned such that it was needed to cross the pt with the coil cable. The cable protection sleeve was installed, but no additional padding was used on the cable. Immediately after the examination, a second degree and third degree burn appeared on the upper right arm.